Event description:
Patient was revised due to fractured liner. Lysis was present in the ilium and greater trochanter.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states lysis was found in the superior ilium and greater trochanter. The lot number required to review the device history records was not provided. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received, the investigation will be reopened.